Event description:
Note: this report pertains to one of three complaint jagwires that were to be used in the same procedure. Manufacturer report # 3005099803-2011-02057 addresses the first jagwire, manufacturer report # 3005099803-2011-02058 addresses the second jagwire, and manufacturer report # 3005099803-2011-02059 addresses the third jagwire. It was reported to boston scientific corporation that three jagwires were to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011 on a patient with jaundice and suspected common bile duct stones. According to the complainant, during preparation outside the patient, prior to inserting the first guidewire into cook's tritome, the nurse touched the hydrophilic tip of the jagwire and bits of the hydrophilic coating detached. Another jagwire was attempted to be used, however the same thing occurred. A third jagwire was then attempted to be used. After inspection, the guidewire was inserted into cook's tritome. When the tip of the jagwire was about 2mm outside the tritome, from the endoscopic view, the physician noticed the metal wire of the tip of the guidewire was exposed. It was reported that no damage was noted to the devices upon unpacking and no damage was noted to the packaging of the devices. It was also confirmed that no damage was noted to the core wire of any of the three complaint devices. The procedure was completed with a visiglidewire (olympus). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the complaint device revealed approximately 4.5cm of the distal tip pebax coating peeled, exposing the corewire tip. No evidence of corewire fracture was noted and no damage was noted to the ptfe coating. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating the pebax had been properly attached to the corewire. The outer diameter of the guidewire was measured and found to be within specification. As the event occurred during preparation, it is likely that handling factors contributed to the distal tip damage. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and no anomalies were found.

Event description:
Note: this report pertains to one of three complaint jagwires that were to be used in the same procedure. Manufacturer report # 3005099803-2011-02057 addresses the first jagwire, manufacturer report # 3005099803-2011-02058 addresses the second jagwire, and manufacturer report # 3005099803-2011-02059 addresses the third jagwire. It was reported to boston scientific corporation that three jagwires were to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011 on a patient with jaundice and suspected common bile duct stones. According to the complainant, during preparation outside the patient, prior to inserting the first guidewire into cook's tritome, the nurse touched the hydrophilic tip of the jagwire and bits of the hydrophilic coating detached. Another jagwire was attempted to be used, however the same thing occurred. A third jagwire was then attempted to be used. After inspection, the guidewire was inserted into cook's tritome. When the tip of the jagwire was about 2mm outside the tritome, from the endoscopic view, the physician noticed the metal wire of the tip of the guidewire was exposed. It was reported that no damage was noted to the devices upon unpacking and no damage was noted to the packaging of the devices. It was also confirmed that no damage was noted to the core wire of any of the three complaint devices. The procedure was completed with a visiglidewire ((B)(4)). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.